Event description:
Blower pressure test the pressure value is 0. Inspiration pressure test failure, exhalation pressure failure, autozero vent test failure, flow sensor calibrator failed.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was not confirmed whether the ventilator was used or not. The root cause was undetermined to specify the cause of the sensor calibration failed. In consequence, the device components were disassembled and reassembled. After removing and installing all parts, the problem was solved. There was no patient or user harm.